Manufacturer narrative:
Serial number: (B)(6); software version: 3.8.5; color: blue; battery life remaining: <11 months. Customer reports: the insulin is not being dispensed, leadscrew is not moving as intended. Per visual inspection: no physical damage noted. The inpen paired to the commercial app manually with small pairing dose. The screw is not bent. Leadscrew received fully rewound. However, the leadscrew is advancing when dosing but slightly retracts when dialing a dose. In conclusion: the customer complaint of leadscrew not moving as design is confirmed. Per san diego investigations: dust/debris in clutch between electronics housing and knob. Destructive analysis confirmed that pattern wheel was in the tracks and encoder base bond was intact. No evidence of pattern wheel ever being misaligned. Took the top half of the knob off and noticed evidence of wear inside the knob that indicates debris got lodged between the knob and electronics housing and caused them to bind together. Redid encoder accuracy testing with the top half of the knob off and got 100% accurate test results medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pen was not dispensing insulin, even after changing out multiple needle tips. Customer reported screw was not moving as intended. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Serial number: (B)(6) software version: 3.8.5. Color: blue. Battery life remaining: <11 months. Customer reports: the insulin is not being dispensed, leadscrew is not moving as intended. . Per visual inspection: no physical damage noted. The inpen paired to the commercial app manually with small pairing dose. The screw is not bent. Leadscrew received fully rewound. However, the leadscrew is advancing when dosing but slightly retracts when dialing a dose. In conclusion: the customer complaint of leadscrew not moving as design is confirmed. Per san diego investigations: dust/debris in clutch between electronics housing and knob. Destructive analysis confirmed that pattern wheel was in the tracks and encoder base bond was intact. No evidence of pattern wheel ever being misaligned. Took the top half of the knob off and noticed evidence of wear inside the knob that indicates debris got lodged between the knob and electronics housing and caused them to bind together. Redid encoder accuracy testing with the top half of the knob off and got 100% accurate test results medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.